Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was diminished gas flow out of the electronic patient gas system (epgs). As a result, an entire perfusion system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on 08/20/2013: as reported, the complaint document states that the epgs module was outputting less gas flow to the oxygenator than selected or intended, the initial report stated that the entire system-1 was changed out during cpb, because of the gas flow issue. It was also reported there was no delay in the procedure, which did not seem possible if this occurred during cardiopulmonary bypass. Additional information was received by the ccp on 08/20/2013. The gas flow issue, related to the epgs module was actually found during priming and preparation of the cpb circuit. The perfusion team elected to change to a different system-1, since there was adequate time prior to the start of cpb. The system-1 was changed out and this did not delay the actual surgical procedure and did not delay the start of cpb. The procedure was completed successfully, with no loss of blood associated with this incident. There was no harm observed or reported.

Manufacturer narrative:
Per field service representative (fsr), the unit calibrated fine before case.